Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(4).

Event description:
It was reported that following a device interrogation, a high number of short interval counts (sic) were observed due to possible premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.